Event description:
It was reported that the drill made a noise then a black, powdery substance was found on the pt's skin. The substance did not come into contact with the surgical site. The pt's skin was wiped clean. The pt did not require or receive any additional treatment due to the event. The procedure was completed successfully with a back up device. There were no adverse consequences reported with the event.

Manufacturer narrative:
The handpiece has been rec'd at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the rotor was worn. The rotor was balanced and the device was cleaned, lubricated and adjusted.